Manufacturer narrative:
Initial reporter: room manager and the technical office. The correction of b5 describe event and problem, d4 catalog #, h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous d4 catalog # ard567530211c. Corrected d4 catalog # ard187460ml. Previous b5 describe event and problem: on 13th september, 2023 getinge became aware of an issue with one of surgical lights - angenieux. Received allegation was pointing to parts falling from the surgical light into the sterile field. Getinge service technician visited the site and evaluated the device. Based on photographic evidence the headlight cover was cracked with missing particles, the paint was scratched on headlight, the labels were peeling from headlight, the paint was chipping from fork and main tube. With the information received to date, there is none that would point to injury sustained due to the reported event, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 13th september, 2023 getinge became aware of an issue with one of surgical lights - angenieux. Received allegation was pointing to parts falling from the surgical light into the sterile field. Getinge service technician visited the site and evaluated the device. Based on photographic evidence the headlight cover was cracked with missing particles, the paint was scratched on headlight, the labels were peeling from headlight, the paint was chipping from fork and main tube. Upon further clarifications, it was confirmed that the issue was discovered during a daily check-up. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - angenieux. Received allegation was pointing to parts falling from the surgical light into the sterile field. Getinge service technician visited the site and evaluated the device. Based on photographic evidence the headlight cover was cracked with missing particles, the paint was scratched on headlight, the labels were peeling from headlight, the paint was chipping from fork and main tube. Upon further clarifications, it was confirmed that the issue was discovered during a daily check-up. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. As technician stated, the issue was discovered during daily check-up. Root cause analysis was performed by subject matter expert at manufacturer¿s site. As they stated: fracture of the plastic inter. Lower glass port retainer of the lighthead. This product is 30 years old. This models of counterbalanced lighthead have been manufactured by angenieux (site of saint-héand). The technical manuals are no longer available. Only abnormal use (violent collisions, excessive pressure¿) or the use of incompatible cleaning products or protocol, can damage this device as reported in this complaint. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 13th september, 2023 getinge became aware of an issue with one of surgical lights - angenieux. Received allegation was pointing to parts falling from the surgical light into the sterile field. Getinge service technician visited the site and evaluated the device. Based on photographic evidence the headlight cover was cracked with missing particles, the paint was scratched on headlight, the labels were peeling from headlight, the paint was chipping from fork and main tube. Upon further clarifications, it was confirmed that the issue was discovered during a daily check-up. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On (B)(6), 2023 getinge became aware of an issue with one of surgical lights - angenieux. Received allegation was pointing to parts falling from the surgical light into the sterile field. Getinge service technician visited the site and evaluated the device. Based on photographic evidence the headlight cover was cracked with missing particles, the paint was scratched on headlight, the labels were peeling from headlight, the paint was chipping from fork and main tube. With the information received to date, there is none that would point to injury sustained due to the reported event, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.